Event description:
On 02 jun 2025, it was reported by an arthrex employee via email that an ar-1923ps suture anchor, peek pushlock® 2.9 x 15.5 mm, broke during use. There are 5 units of the same product in the pack. The doctor used a new unit from the same pack and the procedure was completed successfully. This was discovered during right shoulder arthroscopic labral repair and capsular release, manipulation under anesthesia procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.